Event description:
On (B)(6) 2012, the reporter contacted animas alleging that after swimming and replacing the battery the verify screen comes up but no buttons work. The battery had been removed for 24 hours because water was noted under the display after the patient had been swimming. The keypad is reportedly intact and was without issue prior to swimming. The pump is worn in a pocket and is not cleaned. The patient is on a backup plan. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be intact with no signs of damage. The keypad buttons were confirmed to be responding normally to presses. The keypad was removed and no button contact defects were found. Unrelated to the complaint, a small crack was found in the pump casing and moisture was observed behind the display screen. The pump was opened and moisture was observed inside the pump on the printed circuit board and on the vibration motor. The vibration motor was found to have failed; the pump audio tone function was found to be working appropriately and the pump could still alert the user of an issue. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.